Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the prn leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc hp leaked after the contrast examination, blood leaked from the heparin cap port following clamp application upon removal of the contrast catheter. The nurse promptly removed and discarded the indwelling needle.